Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024 the patient reported that the infusion set cannula was kinked, with 1 sets of infusion and patients got symptoms within 3 hours of insertion. The site of insertion is upper buttocks.the patient hospitalized in emergency and gets complaints of high blood sugar/ diabetic ketoacidosis and the bg level is goes up to 419 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date and manufacturing date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6003531 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found kinked upon removal from infusion site complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: visual test according to wi version 3 on reference samples, 10/10 samples passed the test. On the functional air flow test, according to wi version 2 was performed and 5/5 samples passed the test. Five reference samples were not able to be test for flow due to the samples were used in a special investigation. A batch record review was conducted resulting in the following: packaging lot: the lot 6003531 was manufactured according to the wi version 108 manufactured in the inset 5, on 09/oct/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 04-aug-2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6003531 and 5 complaints has been registered in database for the same lot 6003531 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to soft cannula, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, 5 complaints was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities. .

Event description:
To date no additional patient or event details have been received.